Event description:
The date given above for product problem is a guesstimate. This is regarding a cook medical ureteral stent that was placed on (B)(6) 2017. This pt gets stents replaced every 3 months or so. She came into the urology dept on (B)(6) 2017 to have the stents removed and replaced. Both stents were found to be broken in half upon removal, with both ureters containing pieces of the retained stent. Another ureteral stent was able to be inserted anyway so that the pt's urinary status was not compromised. A future surgery was scheduled to remove the broken pieces.